Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation prolonged ('periods at least 10 days') in a (B)(6) female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menstruation prolonged (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain daily"), rash ("rash break out /rash on finger"), allergy to metals ("allergic to nickel"), pruritus ("itchy skin all day / itching under boob rib area"), abdominal distension ("bloating"), genital haemorrhage ("heavy blood clot bleeding"), dry mouth ("excessive dry mouth"), tooth loss ("loss of half my teeth"), alopecia ("loss of hair and thinning"), visual impairment ("vision problem"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis"), anxiety ("severe anxiety"), amnesia ("memory loss, memory fog"), burning sensation ("all over body pain and burning"), pain ("all over body pain and burning"), irritability ("severe irritability"), mood swings ("severe mood swings"), suicidal ideation ("suicidal thoughts"), fatigue ("tired"), gait disturbance ("couldn't walk long distances"), hypertension ("blood pressure high"), anosmia ("lost the sense of smell"), libido decreased ("can barely feel sex") and female orgasmic disorder ("work hard to orgasm") and was found to have weight increased ("50 lb weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain upper, rash, allergy to metals, pruritus, abdominal distension, genital haemorrhage, dry mouth, tooth loss, alopecia, visual impairment and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, allergy to metals, alopecia, amnesia, anosmia, anxiety, burning sensation, dry mouth, fatigue, female orgasmic disorder, gait disturbance, genital haemorrhage, hypertension, irritability, libido decreased, menstruation prolonged, mood swings, pain, pruritus, rash, suicidal ideation, tooth loss, uterine leiomyoma, visual impairment, weight increased and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: everything's in place no worries. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, abdominal pain upper, allergy to metals, alopecia, dry mouth, genital haemorrhage, pruritus, rash, tooth loss, visual impairment and weight increased. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received lot number was added. Case become incident and removals details has been added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation prolonged ('periods at least 10 days') in a 35-year-old female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menstruation prolonged (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain daily"), rash ("rash break out /rash on finger"), allergy to metals ("allergic to nickel"), pruritus ("itchy skin all day / itching under boob rib area"), abdominal distension ("bloating"), genital haemorrhage ("heavy blood clot bleeding"), dry mouth ("excessive dry mouth"), tooth loss ("loss of half my teeth"), alopecia ("loss of hair and thinning"), visual impairment ("vision problem"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis"), anxiety ("severe anxiety"), amnesia ("memory loss, memory fog"), burning sensation ("all over body pain and burning"), pain ("all over body pain and burning"), irritability ("severe irritability"), mood swings ("severe mood swings"), suicidal ideation ("suicidal thoughts"), fatigue ("tired"), gait disturbance ("couldn't walk long distances"), hypertension ("blood pressure high"), anosmia ("lost the sense of smell"), libido decreased ("can barely feel sex") and female orgasmic disorder ("work hard to orgasm") and was found to have weight increased ("50 lb weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain upper, rash, allergy to metals, pruritus, abdominal distension, genital haemorrhage, dry mouth, tooth loss, alopecia, visual impairment and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, allergy to metals, alopecia, amnesia, anosmia, anxiety, burning sensation, dry mouth, fatigue, female orgasmic disorder, gait disturbance, genital haemorrhage, hypertension, irritability, libido decreased, menstruation prolonged, mood swings, pain, pruritus, rash, suicidal ideation, tooth loss, uterine leiomyoma, visual impairment, weight increased and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: everything's in place no worries. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, abdominal pain upper, allergy to metals, alopecia, dry mouth, genital haemorrhage, pruritus, rash, tooth loss, visual impairment and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.